Event description:
The tech alleged that the foot end of the stretcher brakes are not holding. No pt impact.

Manufacturer narrative:
The tech installed a brake upgrade kit and new brake hex rods to resolve the issue.